Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found "no anomaly."

Event description:
It was reported that telemetry was not possible with the patient¿s implantable neurostimulator (ins). The ins was replaced as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. The patient was notably doing ¿ok¿ as of 24 days after initial report. A supplemental report will be filed if additional information is received.